Event description:
It was reported that during the procedure, the pacific xtreme pta balloon catheter broke in vivo (balloon detached), the doctor pulled the balloon and changed another device to complete the surgery. Patient is good. Device was inspected and prepped prior to use with no issues noted.no difficulties noted during delivery to the lesion.

Manufacturer narrative:
Evaluation results: evaluation in progress. (B)(4).

Manufacturer narrative:
Component/subassembly failure -welding failure.

Event description:
Evaluation summary: the shaft did not show any trace of blood but it showed a kink at around 730mm from the strain relief. No other damage present along the shaft and or on the hub. The balloon was not covered by its original protective sheath and appeared unfolded and internally dirty of blood, mainly in the distal end. The tip was not damaged. No balloon surface damage or detachment or rupture appeared. A detailed inspection of the proximal balloon welding showed that there is a radial cut at its distal end. No evidence of stretching is present. A 0.018" guide wire was loaded into the guide wire lumen to check if there were any frictions or damages. The guide wire could be loaded with no issues. Using a syringe partially filled with water, negative pressure was applied to the catheter and bubbles appeared in the syringe, giving evidence of a leak. The balloon was inflated with water using a manometric syringe and a leak from the cut in the proximal balloon welding was detected. Balloon could be inflated but it did not hold the pressure.

Manufacturer narrative:
Device failure directly contributed to event-welding failure.